Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb plastic portion of the jaw came loose but did not fall in the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the plastic portion of the jaw came loose but did not fall in the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however, a photographic inspection was conducted and it was determined that the entire silicon insulation of the cold jaw was detached from the jaw, leaving the entire metal cold jaw exposed. Evidence of blood were observed on the exposed metal jaw as well as the on the hot jaw. Based on the photographic inspection of the device, the reported complaint was confirmed for the reported failure "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb plastic portion of the jaw came loose but did not fall in the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.